Event description:
As reported by the patient, she was referred to a corneal specialist by an eye doctor who thought her cornea may rupture, and that there was a possibility that she would need a corneal transplant. The patient stated that she had a very severe infection, and that she has lost vision. She stated that she has healed, with a scar in the middle of her eye. Additional information was received from the corneal specialist (B)(6) 2013. The report states that the patient had worn her new contact lenses for three continuous days, and her prescribed wearing schedule consisted of three days wear, removal for cleaning, reinsertion for three days of wear, and then one to two days of no wear, on a monthly replacement schedule. The patient experienced severe redness and pain and/or discomfort, and a mucopurulent discharge. A moderate anterior chamber reaction was observed, and a central corneal ulcer measuring 4mm x 4mm was identified in the patient's right eye. The patient also had a 3.6mm x 3.8mm infiltrate, centrally located, and described as 'very dense." Corneal scarring and a hypopyon were reported, and the corneal ulcer was confirmed infectious, as treatment prescribed was fortified vancomycin 50mg/ml, one drop every hour; fortified tobramycin 15mg/ml, one drop every hour; levaquin, one drop every hour, and homatropine 5%, one drop twice a day. The patient was seen daily by the corneal specialist for four consecutive days, and then her care was transferred back to the referring optometrist. The ulcer has resolved. The patient is continuing follow-up with the corneal specialist for corneal scarring. The patient has not resumed lens wear, and the corneal specialist noted that the patient may try gas permeable contact lenses in the future. The best corrected visual acuity (bcva) following treatment and resolution of the ulcer is 20/50. Information for bcva prior to the event has been requested but not yet received. Additional information was received (B)(6) 2013 from the doctor's office whom the patient initially sought care for the corneal ulcer. The information is consistent with the information that was received from the corneal specialist. Additional information not previously reported by the corneal specialist states that contributing factors for the event include previous smoking, and suntan lotion in the patient's eye. The report also states that moderate corneal staining of less than 50% was present.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records and sterilization records indicates the lot 10128456 met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).